Event description:
It was observed that during the device evaluation, the endoeye videoscope exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to a third party for inspection. Based on the results of the investigation, due to damage on the circuit board (ccd) and a scratch on the video cable, noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.